Manufacturer narrative:
(B)(4). Foreign australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00022, 0009613350-2023-00023, 0009613350-2023-00024. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient fell, causing a periprosthetic fracture. The stem also loosened which required revising. The cup was also revised due to metallosis. Patient outcome: revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will befiled accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : unknown product numbers.

Event description:
No further event information available at the time of this report.